Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization and patient outcome were not reported. The patient's pd catheter was removed and they were switched to hemodialysis therapy. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization and patient outcome were not reported. The patient's pd catheter was removed and they were switched to hemodialysis therapy. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.